Manufacturer narrative:
Customer was able to resolve issue by removing the bad hardrive from drive 1 and was able to restore the application. Issue was resolved. Customer has ordered a hard drive to replace it themselves.

Event description:
Reference importer # (B)(4).